Event description:
Bard indwelling urinary catheter bag clamp would not allow urine flow to measure from bag. Urine collected in bag, however unable to release urine to measure. Nurse changed urinary catheter bag.